Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the device had alarmed a hardware low level failure. The customer¿s blood glucose during the incident was unknown. Troubleshooting was performed. The customer was able to clear the alarm and complete the insulin pump rewind. However, the device did not pass the self-test. The device will not be returned for analysis.